Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose. The customer's blood glucose was around 300 mg/dl. The customer was treated with the insulin pump and manual injection. The battery compartment and ring was cracked, insulin pump was rejecting new batteries, when looking at the screen there was some discoloration on the right side of the screen, the tone changed on the warning if the insulin pump has been off too long, higher pitched. The customer also stated that when rewinding or pushing insulin, the insulin pump was louder and scratched on the back and the sticker with the make and model came off, the insulin pump slower to rewind. The insulin pump will be returned for analysis.